Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor was unable to power on. The cause of the failure was isolated to a defective u1005 component on the ca board. The defective component caused the charging circuit to remain on, which caused damage to the c19 capacitor on the defibrillator pca, and damaged the r46 and r16 resistors on the ca board. The root cause for the defective u1005 was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 204 (belt/monitor unusable).